Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: more of three openings observed on anterior side assessed as surgical damage like and one opening observed on plug strap bond edge side assessed as unidentified (tear) opening (shell thickness was within specification). Pain: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device and "patient states they feel sore". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device was explanted and replaced.